Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. A steam pop occurred during ablation with the ablation catheter, and an echocardiogram revealed a pericardial effusion between the left superior pulmonary vein (lspv) and the left atrial appendage (laa). A pericardiocentesis was performed to stabilize the patient. The patient was transferred to the operating room to repair the perforation and is in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additional field information indicated that ablations were performed with an rf power up to 50w. The ensite contact force module instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and ¿too high rf power during ablation may lead to perforation caused by steam pop" and "high power should only be used in special circumstances and only when good contact force cannot be achieved". However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
See updated coding in h6: medical device problem code.